Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was provided glucagon by the father for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 6 (indicating early termination). Visual inspection was performed on the returned sensor plug. Observed watermark at the base of the tail indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was provided glucagon by the father for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.